Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown tmzf stem. It was noted that the device is not available for evaluation because it remains implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Not explanted.

Event description:
It was reported that patient was brought to or for revision of acetabular component for apparent cup loosening. Dr noted corrosion around neck and in head upon removal of femoral head (40mm v +40) neck of accolade tmzt stem was cleaned with a bovie pad, stem was found to be well fixed. Cup was removed coker with the liner in place. A 76 mm tritanium cup, j 36x10 liner, v 40 universal/sleeve 2.5 mm and a 36mm biolox universal head implanted.